Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. The customer's blood glucose level was 267 mg/dl, which was addressed with manual injections. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on intermittently when plugged into a power source, depending on how the usb cable was held. Reportedly, the customer continued using the pump for insulin therapy.